Event description:
On (B)(6) 2012, pt's wife reported her husband's infusion device is not working properly. Wife stated the up and down buttons on the device are not functioning. Wife reported the rubber is gone on the tip of the buttons and the pt is not able to press the buttons. Wife stated due to the rubber being gone, her husband was not able to give himself a bolus. Wife reported her husband changed to his backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.